Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the maryland fenestrated bipolar forceps instrument was not recognized and there was a problem within the grasp. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed. Pitch up cable was frayed at the grips and the crimp was still attached to the cable. Failure analysis investigation also found the following damages: the instrument's yaw pulley was broken. The pulley had pieces broken off and indented on one side of the grips. The instrument's grips tips were bent. Damage on the yaw pulley may have caused the grips tips to be bent. The instrument's grips exhibited an offset of 0.028. No other damage was found. Note: instrument was placed on in house system for recognition and passed. Instrument was recognized and moved intuitively with full range of motion. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and/or yaw pulley damage found during failure analysis if to recur could cause or contribute to an adverse event.